Event description:
It was reported that during use of the device, the pt received a burn to the lip. The injury occurred to the outside of the pt's lip during a wisdom tooth extraction. It was reported that the damaged tissue was excised and sutured. The pt is recovering and at this time it is uncertain if future intervention is necessary.